Manufacturer narrative:
Sensor carelink additional investigation was performed for the cal error/ calibration not accepted alert. Unable to establish root cause of complaint from analysis. Upon review, the sensor performed within specifications and the cause could not be determined. It is unlikely that the sensor performance contributed to the reported cal error/ calibration not accepted alert. Sensor carelink additional investigation was performed for the sensor updating/sg not available alert. Sensor glucose not displayed due to sensor diagnostic signal out of range. Sensor did not perform within specifications. It is likely that the sensor contributed to the sensor updating/sg not available alert. Sensor carelink additional investigation was performed for the sensor glucose vs. Blood glucose issue. No carelink bg data found within 1 day of event date for this complaint. Carelink investigation cannot be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced sensor updating/sg not available, sensor glucose vs. Blood glucose, calibration not accepted. The customer reported no adverse event. The event involved product(s) mmt-7040a. Troubleshooting was performed. Customer reports receiving a sensor updating /sg value not available alert. Advised to replace sensor as behavior has been occurring longer than 3 hours. Customer is reporting a discrepancy between sg and bg which is not within range after fewer than 4 days of wear. Advised to wait at least an hour and if bg is stable to calibrate. Customer reported blood at site. No harm requiring medical intervention was reported. No product return is required for mmt-7040a.